Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had hyperglycemia due to a partial occlusion within the infusion set. The patient's blood glucose level was 556 mg/dl at 11:00 p.m. On (B)(6) 2016. On (B)(6) 2016 at 1:00 a.m., the patient's blood glucose result was 523 mg/dl. The patient bolused via the infusion device and called the paramedics. The patient started to feel "fuzzy headed". The blood glucose result on the paramedic's meter was 532 mg/dl. The patient was treated with an unknown IV and taken to the hospital. At the hospital, the blood glucose result was "over 500 mg/dl". The hospital treated the patient with unknown IV's and a pill to treat a urinary tract infection as well as insulin shots of humalog. The patient was released from the hospital at 8:30 a.m. The patient was using an expired infusion set. Return of the suspect device was requested for evaluation.